Event description:
The physician had difficulty passing a wire through the neuron. The physician replaced the neuron with another one and had the same problem. The catheter was kinking at the flexible tip junction. The third catheter opened was also kinked at this junction. The physician believed that all of these catheters were out of box failures. Eventually, they used the first catheter and completed the case successfully.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.